Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report: 1627487-2016-03553; reference MFR report: 1627487-2016-04028. The patient had 2 leads with the same lot number. It was reported after an ipg replacement procedure on (B)(6) 2016, post op testing found lead one had high impedances on all contacts. The second lead had normal impedances, but programming was unable to provide any stimulation. The patient underwent surgical intervention on (B)(6) 2016, to address the issue. One lead had all invalid contacts and the second lead had 4 functioning contacts. The lead became frayed and unable to maneuver when the physician attempted to reposition it. The physician decided to remove the entire scs system. The scs extensions are being added as device 2 and 3 in order to report the analysis.